Manufacturer narrative:
Follow-up received on 26-may-2016. Quality-safety evaluation received: (B)(4). Lot number b82480. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device the ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced abnormally heavy periods after essure (fallopian tube occlusion insert) insertion. She was submitted to an endometrial ablation as a treatment for the event. This event is listed according to essure's reference safety information. In this particular case, the consumer had heavy menstrual bleeding after essure insertion and was also diagnosed with hypothyroidism. In women of fertile age, hypothyroidism can cause menstrual abnormalities, mainly polymenorrhea and menorrhagia. Consumer's hypothyroidism could be an alternative explanation for the reported heavy periods. However, considering abnormal genital bleeding and menses pattern changes may occur during essure therapy a contributory role of the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5060952) in united states on (B)(6) 2016. It refers to herself, who had essure (fallopian tube occlusion insert) on (B)(6) 2014 (lot number b82480). Consumer elected to have the essure implantation procedure. As soon as the surgical pain blockers wore off, she was in agony and remained in agony for days. She called by doctor multiple times and he just kept dismissing it and said she must just be extremely sensitive to pain and that it would go away soon. The pain eventually subsided, but, she became increasingly fatigued, had continuous headaches, her hair began to fall out in clumps and she suffered from abnormally heavy periods. All of which was dismissed by the doctor as symptoms of aging. She also began to gain weight rapidly, became winded easily, her feet hurt when she walked, her ankles swelled, and was becoming increasingly depressed and easily agitated. In the spring of 2015 on the urging of her mother, she made an appointment with her doctor and she ran a full panel of blood work, and when the results came back she was diagnosed with hypothyroidism with a tsh level of 28 (normal was .04 to .04). Since her diagnosis she has been on levothyroxine. Her levels have been stabilized down to a .03 but she has had very little relief in the symptom department. At that time she also had to have an additional surgery to address her heavy menstrual cycles called an ablation. Concomitant medications: levothyroxine, vitamins d vitamins b, calcium. The seriousness criteria disability was mentioned in the event outcome section but it was not specified and/or assigned to one of the events in the narrative. Company causality comment. This non-medically confirmed, spontaneous case report refers to a female consumer who experienced abnormally heavy periods after essure (fallopian tube occlusion insert) insertion. She was submitted to an endometrial ablation as a treatment for the event. This event is listed according to essure's reference safety information. In this particular case, the consumer had heavy menstrual bleeding after essure insertion and was also diagnosed with hypothyroidism. In women of fertile age, hypothyroidism can cause menstrual abnormalities, mainly polymenorrhea and menorrhagia. Consumer's hypothyroidism could be an alternative explanation for the reported heavy periods. However, considering abnormal genital bleeding and menses pattern changes may occur during essure therapy a contributory role of the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow up information received on 17-jun-2016: despite follow up attempts, no answer and no further information has been received. No further information is expected. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced abnormally heavy periods after essure (fallopian tube occlusion insert) insertion. She was submitted to an endometrial ablation as a treatment for the event. This event is listed according to essure's reference safety information. In this particular case, the consumer had heavy menstrual bleeding after essure insertion and was also diagnosed with hypothyroidism. In women of fertile age, hypothyroidism can cause menstrual abnormalities, mainly polymenorrhea and menorrhagia. Consumer's hypothyroidism could be an alternative explanation for the reported heavy periods. However, considering abnormal genital bleeding and menses pattern changes may occur during essure therapy a contributory role of the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.